Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 296 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarms were noted during bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. No rainbow effect on the display window was noted. No display anomaly was noted. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked case and a cracked display window.